Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac perforation and tamponade during the implant attempt of the leadless implantable pulse generator (ipg) device. Fluoroscopy confirmed location, but post deployment fluoroscopy showed that the delivery system possibly moved prior to the deployment. It was decided to reposition the leadless device, but the patient became unresponsive and hypotensive. The implant was abandoned. The patient was taken to surgery; diagnosed with right atrial perforation presumably caused by introduction of the introducer and delivery system. No further patient complications have been reported as a result of this event.